Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an unsuccessful installation attempt, it was observed that the status led of the subject home monitor lights in orange and then turns off.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during an unsuccessful installation attempt, it was observed that the status led of the subject home monitor lights in orange and then turns off.

Event description:
Reportedly, during an unsuccessful installation attempt, it was observed that the status led of the subject home monitor lights in orange and then turns off.

Manufacturer narrative:
Preliminary analysis results confirmed the reported behavior and revealed that it most probably resulted from a connection issue between the modem and the printed circuit board (pcb).